Event description:
Dr. Attempted to insert dilator on the left side of pt who previously had bilateral inguinal hernia repair. Catheter was placed and discovered perforation of vein. Pt's vein was repaired with a gortex procedure prior to using cannulation. Dr confirmed the event was not device related.

Manufacturer narrative:
Returned product and finished goods inventory were evaluated for defects and improper workmanship. Dilator kit found to be normal. Incident may have been caused by pt's prior health condition and/or user error.